Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The o2 cell was replaced to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a low o2 reading. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.